Manufacturer narrative:
Device not returned. Since the time of issue, no other concerns or complaints regarding the masks have been reported by hospital staff.

Event description:
User reported mask not maintaining its shape. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.